Event description:
It was reported that the tear drop part of trial handle broke loose from shaft.

Manufacturer narrative:
Lot# 110235. Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Stg's suggested instruction of light hammering. Conclusion: the most likely cause of the reported event was determined to be a combination of long service time (5 years), and user's impact.

Event description:
It was reported that the tear drop part of trial handle broke loose from shaft.